Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not conformed. A full lead was returned in one piece for analysis. Electrical testing and visual inspection of the lead were normal with no anomalies found.